Event description:
A user facility reported that an intraocular lens (iol) was removed and replaced. Additional info received from the surgeon that indicated the iol was exchanged in a secondary surgical procedure due to an unexpected postoperative refraction. The surgeon does not feel the iol caused or contributed to the event. In a f/u, the surgeon reported the event resolved with treatment.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/05/2010, 10/12/2010, 10/14/2010, 10/20/2010, and 10/22/2010 by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2010. (B)(4).